Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were not doing well, and were having a lot of burning. There were no further complications reported as a result of this event.

Event description:
A patient reported they needed a closer healthcare provider (hcp) because they had a return of burning pain in her stomach for about two months. They stated that was what the implantable neurostimulator (ins) was put in for. A return of the patient' target symptoms was noted. A list of local healthcare providers was sent to the patient. No further complications were reported/anticipated. Additional information from the patient reported they saw their healthcare provider on (B)(6) 2017 and they prescribed them gut anti spasmodic of 20mg twice a day along with an antacid and it was not working. The patient had the burning in their stomach for 106 days, even tylenol bothered their stomach. Drinking water was difficult as it aggravates their stomach. The implantable neurostimulator(ins) had worked fine for the first 12 months, but then the pain began. The hcp checked the device by putting something on their stomach and said it was in working order. The hcp was blaming the reported symptoms on the fact that they had interstitial cystitis (ic), which is unrelated to the device or therapy. They treated the ic in march with dmso and elmerin in june and stopped taking it in june. They also stated they had to take sulfameth/trimethoprim 800/160mg twice daily for seven days for a urinary tract infection (uti), which had caused an increase of pain in their stomach. They had no choice because of the uti. No further complications were reported/anticipated.